Event description:
It was reported that the system fault led indicator was on. The device was restarted, tubes were checked for kinked parts and even 2 new handpieces were opened to verify that it was not the problem. When the arrows were pushed, it displayed f1. All troubleshooting efforts were done but the problem was not solved. There was no back up available and there was a patient involved. The debridement was completed by irrigation and curetted by hand. No other equipment was used.